Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was assisted with resetting pump, did not experience repeat malfunction after reset, was advised to continue using pump and to call back if malfunction recurred, and confirmed understanding of instructions.